Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that customer experienced high blood glucose. The nurse stated that customer¿s blood glucose started at 384 mg/dl and even when giving herself a correction bolus using the insulin pump, her blood glucose continued to rise to 424 mg/dl. The nurse gave customer a correction insulin using manual syringe. The insulin pump alarmed motor error. The nurse reported that the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to clear the alarm. Customer was able to complete pump rewind. The customer¿s mother and nurse declined troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.